Event description:
It was reported that the ilet touchscreen intermittently did not respond, which affected meal announcements and menu navigation. The user was guided through a firmware update intended to address touchscreen functionality, and they were advised to record the screen if issues recur. No adverse clinical effects reported. Outcomes included no reported alarms, no reported glucose emergencies, and no medical intervention. Investigation included technical support troubleshooting and software update verification. Investigation of this case revealed that the device operated after the firmware update, though intermittent touch response could still be possible. It was concluded that the event involved a device touchscreen performance issue with no reported patient harm, and the user will monitor and document any recurrence for further assessment.